Event description:
Glucose meter problems; I got a free meter from (B)(6) from livongo. I had been using a one touch verio flex. When testing at the same time during transition, I noticed that sometimes the livongo reading could be as much as 20 to 30 points higher than the verio. I can provide many instances but in general the results vary in a range from 10 to 30 points. I contacted (B)(6). They advised that they are aware of this problem and are addressing it. It was dice who advised that I send in this information. FDA safety report ID# (B)(4).